Event description:
Unomedical reference number (B)(4) event occurred in the united states on (B)(6) 2024, it was reported that the infusion set was leaking. The infusion had been in use for 1 days. There was no stress or pull on the tubing. No further information available.